Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation, evaluation, it was reported that upon unpacking the device the user found the tip of a universa soft ureteral stent set broken on one side. The procedure was completed by using another same type of device. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. Reviews of documentation including the complaint history, device history record (DHR), quality control procedures, manufacturing instructions (mi), and instructions for use (IFU), as well as a visual inspection of the returned device, were conducted during the investigation. One prior to use stent was returned to cook for evaluation in two sections. Upon visual inspection, a lateral breakage originating from a side hole was noted along one end of the stent. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the dhrs for the reported complaint device lot revealed no recorded non-conformances relevant to the failure mode. A complaint history search identified no other events reported for the related failure mode. Based on the available information, cook has concluded that the device was manufactured to specification and that there is no evidence suggesting nonconforming product exists either in house or in the field. Cook also reviewed product labeling. The product IFU, [t_usus_rev2] ¿universa soft ureteral stents and stent sets¿ contains the following information related to the reported failure mode. ¿how supplied. Upon removal from package, inspect the product to ensure no damage has occurred.¿ based on the information provided, inspection of the returned device, and the results of the investigation, the cause of the break was unable to be determined. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute toa death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1: phone: (B)(6). H3: device evaluation has begun; however, a conclusion is not yet available. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that upon unpacking the device the user found the tip of a universa soft ureteral stent set broken on one side. The procedure was completed by using another same type of device. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.